Manufacturer narrative:
(B)(4). Date sent: 5/26/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device staple? Yes, but not fully. If the device stapled, was the staple line complete? No, staple line was incomplete and the staples were deformed. This happened also after exchanging the reloads. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Unknown. Did the device cut? Yes. If the device cut, was the cut line complete? Yes, the cut line was complete. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler repeatedly failed to stitch the suture, and the staples were visibly deformed. The surgery was delayed by 10 minutes and completed successfully. No patient consequences were reported.